Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. One bentson straight fixed core wire guide was returned for evaluation. Inspection of the device noted that the wire had a wavy effect starting at 6cm from the distal tip. The distal tip had a wire sticking out from the coils at approximately 7.5 from the distal tip. No other remarkable damage was noted. The noted condition of the returned device is possibly related to user technique and/or product handling during usage.

Event description:
It was reported, the iliac of an arteriosclerotic vascular disease (asvd) patient was to be stented but the bentson straight fixed core wire guide broke during usage. The sharp metallic thread was exposed from the root of the soft tip. There was no harm caused to the patient; no fragments were within the patient. No additional details have been received.